Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution of the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 08/2001. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to loosening of the femoral stem.